Event description:
The user facility (a veterinary clinic) reported that the distal portion of the IV catheter tubing was noted to have been detached following use in a dental procedure. Follow-up communication confirmed that: the dog was initially sent home following the dental procedure after removal of the IV catheter; subsequently, the owner became concerned when "blood was seeping through the bandage"; the dog was returned to the animal hospital for evaluation; the detached distal portion of the catheter was reported to have "fell out of the paw" as the bandage was removed; and the dog was then sent home with no further treatment.

Manufacturer narrative:
(B)(4) - this report was not associated with a human patient. Results and conclusions: based on returned sample evaluation; based upon evaluation of returned unused samples. The involved sample was returned and evaluated. Careful examination of the involved sample confirmed that the catheter tubing had been compressed and then detached along a relatively straight line at the point of separation. This appearance is consistent with the catheter tubing having been severed by a sharp object, such as scissors. The unused samples that were returned from the user facility were examined and tested, also. All samples tested were confirmed to be properly assembled and to meet established performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description and the appearance of the involved sample are most consistent with the catheter tubing having been damaged by contact with a sharp object, such as scissors, during the bandage removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).